Event description:
It was reported via repair work order that the bed had four angle sensor errors due to a faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the angle sensor errors were due to a faulty wiring harness.

Event description:
It was reported via repair work order that the bed had four angle sensor errors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.